Event description:
Report received from factory authorized service center (fasc) that the device did not have any audible alarms. There was no patient involvement at the time of the reported malfunction.